Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed during the manual prime. Customer stated that they changed the batteries when the alarm occured. Customer mentioned that the insulin pump has been dropped in the past. The drive support cap was noted to be normal. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump passed displacement test. However, the device alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The device had missing end cap sticker and cracked case at display window corners.